Manufacturer narrative:
(B)(4). Pump received with the operating currents within specifications. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test, and the dat test at 0.08750 inches. The motor slide traveled forward and rewound properly during testing. No wiggle, unexpected movement side to side, or motor/drive anomaly noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer called in via phone to report a loose push rod in his insulin pump and when the piston is reaching the end of it's travel, his glucose levels have been extremely high. When he rewinds the pump, it deviates noticeably from side to side. Troubleshooting was performed. The insulin pump will return. The customer's blood glucose was between 200 mg/dl to low 400 mg/dl. The current blood glucose is 150 mg/dl and about an hour previous it was 159 mg/dl.